Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via email that the reservoir had an occlusion. The customer's blood glucose was 206 mg/dl at the time of incident. The customer stated that she was not sure if the pump was delivering her basals or boluses. The customer stated that the pump alarmed no delivery with the infusion set she currently had on. The customer was assisted with fixed prime and she was advised to change the reservoir. The pump did not alarm no delivery and the insulin did not exit. Troubleshooting did not resolve the issue. The reservoir was not returned for analysis.